Manufacturer narrative:
Continuation of d10: product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2017; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (500 mcg/ml at 33.9 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a skin infection on (B)(6) 2024 at the incision for the pump pocket thus needing to have the system explanted. There were no known external factors involved. A new system was implanted today. The issue was resolved.